Manufacturer narrative:
Date of event: exact date unknown, event occurred three months after being implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg pocket site. It was noted that there were no symptoms of the infection. The physician believed that the infection was not device related nor procedure related. All device components were explanted and were not returned. The patient was placed on antibiotics and was doing well postoperatively.